Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician was using a taxus express2 3.5x8mm drug eluting stent to treat a lesion in an unknown vessel. The physician was going in and out of the guide catheter with the stent delivery system. The target site was extremely calcified and the stent dislodged. At the time, they were unable to locate the dislodged stent. The physician continued on with the procedure by placing a bare metal stent. At some point it was noticed that the stent came out of the guide catheter and the physician "pinned" it against the vessel wall with a vision stent. Four days later the pt returned due to discomfort. They found that the taxus stent had migratged down. The physican went in with a balloon and pinned it on the wall again. The pt is doing fine. No further pt complications occurred.